Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was determined that the clamps of the device were worn, and the device had metal shavings on the stop ring and the slide sleeve. It was further determined that the device failed pretest for self- holding, clamping range, untrue running, and gripping power and function. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the quick coupling device had an undetermined malfunction. During in-house engineering evaluation it was observed that the device had metal shavings on the stop ring and the slide sleeve. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.